Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they visualized smoke at the iuis of a pcu with 3 pump modules attached. They also noted there was melted plastic and burnt contacts on the pcu and 2 of the modules, however the 3rd module did not have burn marks. The modules stopped infusing and they did not alarm. The patient was not injured however it was reported that the "blood pressure was affected." There was no report of lasting harm.